Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when the nurse inspected the patient's bd nexiva¿ closed IV catheter system, the lumen was missing. It was located in the sheets of the patient¿s bed. It was later determined that the mother of the (B)(6) patient had used scissors to cut the gauze covering the IV, from the child¿s hand. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
One sample was received for evaluation. Visual/microscopic examination revealed that the edges of the catheter tubing were smooth. Smooth edges are indicative of a sharp instrument cutting the tubing. The customer's experience was confirmed by the returned unit. The smooth edges of both pieces of catheter tubing indicate that the entire wall thickness of the tubing was cut with a sharp edge around the entire diameter of the tubing. Had the tubing been nicked, possibly during the manufacturing process, and torn due to actuation of the tubing while the device remained in the patient, the tubing would display significant jaggedness and roughness on the edges. The reported defect was not created during the manufacturing process. Had the tubing sustained the observed damaged during the manufacturing process, the unit would not have passed the 100% vision inspection for lie distance (the distance between the tip of the catheter and the bevel of the cannula) since the tubing would have completely separated from the rest of the device immediately after being cut. Furthermore, this damage occurred to the device after insertion into the patient's vasculature, otherwise the device would not have been successfully inserted without noticeable leakage. The customer reported that scissors were used near the insertion site of the device to cut gauze. Root cause is customer misuse. D16123 rev 6(c) nexiva dual port instructions for use precautions against using scissors or sharp instruments at or near the insertion site.